Event description:
This x-ray system will shut down and have to be rebooted to make it operational.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).